Manufacturer narrative:
Correction: the initial MDR [6000034-2025-02927] submitted on august 11, 2025 was filed inadvertently. No serious injury has occurred. The infection occured before using demo trial device so not associated with cochlear's device.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.